Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she could not get the insulin pump to work. Customer's blood glucose level went up to 300 mg/dl to 400 mg/dl. The customer ended up treating her blood glucose level with a set change and then reverted to a manual injection. The insulin pump alarmed no delivery during a basal. The alarm was resolved with a complete set change. The device was not returned.